Manufacturer narrative:
Bed unplugged. Power cord plugged back into bed.

Event description:
It was reported by svc report that the bed was alarming because the mattress was not detected. No pt involvement or adverse consequences are reported.